Event description:
It was reported that during testing of the device, the cord of the device over-heated. There was no pt involvement and no adverse consequences reported with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion and build up of debris was discovered throughout the drill attachment.